Event description:
It was reported that "sometimes insulin foams and leaks out of cartridge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.